Event description:
The facility reports the staff was lifting the pt over the bed when the bolt sheared and the resident fell onto the bed. The hanger bar fell, hitting the pt on the head but not breaking the skin.